Event description:
A pt reported experiencing inaccurate erratic results with a one touch ii meter. The pt's blood glucose results were 167mg/dl, this was the only result provided. Tests were done within 10 mins. Pt used the "same finger" for tests. Pt did not experience any adverse events. No further information has been reported.